Event description:
Freestyle libre 3 plus sensor gave an error and said to wait 10 minutes for it to connect. In that time blood glucose dropped so low it was in the dangerous range. This was determined via finger prick. Sensor still wasn't working after 20 minutes and then said it needed to be replaced.